Event description:
Implant placed 9/9/96 in a site which had been grafted 6 months prior. Slight mobility was detected at stage ii (3/24/97). Implant was removed 1/23/98 due to mobility. One person affected.